Event description:
Reportable based on device analysis completed on 05apr2021. It was reported that there was friction and the coils would not pass the tip of the catheter. A10mm x 20cm interlock .035 embolic device was selected for a procedure. During the procedure, while inside the patient, the coils would not pass the tip of the catheter. There were no patient complications reported. However, device analysis revealed the interlocking arm was detached and there were missing fiber bundles. Device evaluated by MFR: visual inspection showed that only the coil was returned for this complaint. The coil fiber bundles had blood on them. The main coil was kinked and stretched. No more damages were found in the returned device. Microscopic inspection of the main coil showed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached. The main coil number of distal fiber bundles, zap tip outer diameter and primary coil outer diameter were within specifications, except for the number of proximal fiber bundles which was 18 out of 22-32.